Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer's blood glucose was 48 mg/dl. Customer ate candy to treat for their blood glucose. The customer also reported receiving a calibration error alarm. Customer was advised to monitor their blood glucose. The customer's sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.